Event description:
It was reported that during a surgical procedure, the notched end of the unit broke off. The broken part was retrieved and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.